Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited several non-sustained ventricular tachycardia episodes with one shock delivered while the patient's intrinsic rate was in normal sinus rhythm. Patient experienced documented post-pacing oversensing.